Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 218 and 109 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer. The meter was also replaced at the customer's insistence.